Event description:
A customer reported that ophthalmic console had no phacoemulsification power during the surgery the procedure was completed by restarting the system. There was no impact on the patient. Additional information cannot be obtained as the customer is unwilling for follow ups.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
The company representative, replicated the reported event. To resolve the issue, the system was adjusted, so that the doctor¿s user settings, (which were turned off) were turned back into the ¿on¿ position. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is related to user error of doctor settings. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).